Event description:
It was reported, the patient had diarrhea for a month and she was currently in the hospital. The patient wondered if her stimulator could be the cause, but it was noted she did not think it was because, the diarrhea did not start until 3 weeks after implant. The patient was scheduled for a colonoscopy tomorrow. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n335418, implanted: 2012 (B)(6), product type screening device product ID, 3550-p4 lot# n328836, implanted: 2012 (B)(6), product type accessory. (B)(4).